Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus repair center for evaluation and the customer's complaint was confirmed. The reported issue (e117 error) was found to be caused by a fault in the rear panel assembly. The rear panel assembly was replaced to address the issue. Based on the legal manufacturer's investigation, the reported issue was likely due to an accidental failure of the rear panel assembly. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the error e117 which indicated that the subject device had malfunction occurred. There was no report of patient injury associated with the event.